Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient had to charge the ipg more frequently than recommended. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for increased recharge burden was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing. The actual battery capacity exceeded the calculated capacity. The ipg charged normally with lab equipment.